Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for her husband via phone call for high blood glucose. Customer reported blood glucose of 557 mg/dl at the time of incident and patient's current blood glucose is 600 mg/dl. Customer stated that her meter would not tell her anything other than over 600 mg/dl. Customer seemed disoriented and confused customer stated when she tested on the meter, she got a message on the pump saying something about a high bg and it would not let her give insulin or anything so she gave herself 9u with a syringe but it still showed over 600 mg/dl. Customer adv the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer was going to go to a medclinic. Customer reports they have contacted their healthcare professional regarding the high blood glucose level. The insulin pump will not be returned for analysis.